Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported that there were bile leaks after using the device. Another device was used to complete the case. There was no further consequence to the pt.